Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with parameters out of range. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.